Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1882 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of the guide wire was not straight and significantly rough, pierced the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the tip of the guidewire was not straight could not be verified from the video that was provided for investigation. The video showed what appeared to be the proximal end of a 4fr s/l groshong catheter and what could have been a guidewire. One end of the wire was positioned near the opening of the catheter tubing. No damage or defects could be verified from the video. The catheter and wire went in and out of focus throughout the video. Since the reported damage could not be verified from the video, the complaint was inconclusive. A review of the inspection records and controls for manufacturing and quality showed no evidence that the reported damage was caused by the manufacturing process. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the tip of the guide wire was not straight and significantly rough, pierced the catheter. No other information was provided.